Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector, although customer was still able to use pump and did not recall any specific incident that caused damage. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.